Event description:
Review of service data detected a reportable event. During servicing, belt sn 79006604 failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was been completed. Upon evaluation, the cable connecting ECG electrodes a to b and the cable connecting the distribution node (dn) to ECG electrode b was cut. The cause of the hi-pot test failure is the damaged cables and internal wires. The root cause of the damaged cables and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.